Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported a scratch on the side of the intraocular lens (iol) optic before implantation. The surgery was performed with another lens. Additional information is requested.